Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and high voltage cable were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had dark images and a low ma and kv error message. No pt injury was reported.